Event description:
It was reported patient enrolled in a clinical study underwent a left total hip arthroplasty on an unknown date in 1987 and a right total hip arthroplasty on an unknown date in 1980. Patient underwent a right girdlestone procedure on (B)(6) 1987. It was further reported patient underwent right revision procedures on (B)(6) 1994, (B)(6) 1998 and (B)(6) 2004 for unknown reasons. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2004, due to dislocation and radiolucency and a left hip revision procedure on april 14, 2008 due to a loosened stem. The modular head, acetabular cup and stem were removed and replaced during the left hip revision procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-00778 / 00779 & 03292 / 03295).